Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing impedance of greater than 3,000 ohms. The presenting egm showed normal device operation, and there was only one episode of noise and oversensing on the rv channel. The patient was not pacemaker dependent and was 0% paced. Boston scientific technical services (ts) advised reprogramming the device to unipolar pacing and bipolar sensing and continuing to monitor. This product remains in service. No adverse patient effects were reported.